Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menstruation which have become very, very, very abundant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), menstrual disorder ("strong odours during menstruation"), groin pain ("pain in the groin"), back pain ("pain in the lower back which can extend up to the nape") and dyspareunia ("pain always on the same side during intercourse"). At the time of the report, the menorrhagia, menstrual disorder, groin pain, back pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, groin pain, menorrhagia and menstrual disorder with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 19-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menstruation which have become very, very, very abundant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), menstrual disorder ("strong odours during menstruation"), groin pain ("pain in the groin"), back pain ("pain in the lower back which can extend up to the nape") and dyspareunia ("pain always on the same side during intercourse"). At the time of the report, the menorrhagia, menstrual disorder, groin pain, back pain and dyspareunia outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, groin pain, menorrhagia and menstrual disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.